Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer further reported that the cleaning and disinfectant solution used with the endoscope was peroxyacetic acid from likang company. The minimum effective concentration was checked daily. The cleaning machine used (automatic endoscope reprocessor) was from xinhua company, model number was not provided, and the machine had no problems noted. The last preventative maintenance done on the aer was in august. During manual cleaning a reusable olympus cleaning brush was used. Pre-cleaning was performed immediately after the procedure. The device passed the leak test. There was no change in the facilities reprocessing personnel since the last on-site visit by an olympus endoscopic support specialist. All reprocessing personnel were trained on how to properly reprocess an endoscope. The device was stored by hanging in the cabin.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The angles had play. The channel tube had wear. The forceps channel port had corrosion. The suction cylinder was shaved. The image guide protector was damaged. The suction port was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for an unexpected contamination and requested replacement of the instrument channel tube. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.